Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia with blood glucose readings over 400 mg/dl after a suspected interruption of insulin delivery when a prefilled fiasp cartridge was found cracked and no drops were observed from the disconnected infusion line, and the patient transitioned to subcutaneous insulin via pen while a complete supply change was provided. Symptoms included weakness and dehydration. Outcomes included gradual improvement of blood glucose to 176 mg/dl by later that evening, with no hospitalization reported. Investigation included clinical review of the ilet report and troubleshooting with verification of infusion flow and cartridge integrity. Investigation of this case revealed a cracked insulin cartridge causing interrupted insulin delivery consistent with device component damage and insulin flow obstruction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the cartridge leading to insulin underdelivery.